Event description:
It was reported that the patient had a loss of therapeutic effect and the symptoms had a gradual onset. It had gradually been getting worse and the patient got the urge to go and couldn¿t get there fast enough. It was noted that this was the way it was before the patient got the implant. The patient got the urge, but didn¿t get there fast enough and the manufacturer representative and patient got the program right so the patient would have the urge and then got down there in time, but the patient was in a wheelchair. It was stated that the patient wore a pad and was trying to have to change their clothes all the time and was continuously washing and was trying to get away from that. The patient was not able to adjust stimulation with the antenna attached to their patient programmer. It was reported that the patient tried without the antenna and was able to connect and was on program 2 at 2.5v with the lightning bolt. The patient could not feel the stimulation and had only been on program 2 since being implanted. It was noted that the patient thought their program needed to be changed because they were starting to urinate more frequently and were starting to have accidents more. The change happened within the last couple of weeks and the patient didn¿t know where to go from there. Six days later, it was reported that the patient had multiple sclerosis (ms) and couldn¿t hold the unit in place very well and had their family member come over later in the day that they first called and was able to use the programmer with the antenna on the first try. It was stated that the programmer unit was working fine. The patient waited for their health care provider¿s (hcp¿s) nurse to call them back and with issues of a urinary tract infection (uti) and antibiotics they could send the patient¿s body in different modes and cause things not to work. It was reported that all that did transpire and they took a water pill and now the patient¿s therapy and programmer were working right. The patient¿s symptoms were from the uti and they took antibiotics and a water pill so the symptoms resolved and the patient was okay. It was noted that the programmer issue resolved when their family member came up right away and the patient waited a few days to make sure they weren¿t having any issues and used it for the last few days and everything was working fine. The nurse at the patient¿s hcp¿s office educated the patient on everything so now the patient didn¿t have any panic attacks and wouldn't have any panic attacks now. It was stated that the patient was able to change the programs to assist with their symptoms as intended if needed. The patient would send back the replacement programmer instead of their old programmer. Additional information received reported that the programmer wouldn¿t do telemetry with or without the antenna. It appeared to have occurred through product use and no patient harm was reported. Additional information received reported that the patient¿s programmer was working now. Additional information received reported that the patient¿s old programmer was not returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0fvp5, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).